Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. Fse examined the analyser and found air bubbles in the system. The failure was due to multiple hardware parts. The fse replaced the ise buffer valves and the reference electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported erroneous ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change in patient treatment in association with this event.